Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they opened up the evh kit and straight out of the box the hp2 jaws and heating wire was separated. This was not used on the patient this was noted when opened the sterile packaging and taken out of the plastic insert. They opened up a new kit and had no patient issues.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they opened up the evh kit and straight out of the box the hp2 jaws and heating wire was separated. This was not used on the patient this was noted when opened the sterile packaging and taken out of the plastic insert. They opened up a new kit and had no patient issues. There was a patient in the or room and the intention was to use the device on the patient but it malfunctioned. No patient injury reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 01/25/2022. An investigation was conducted on 05/02/2022. A visual inspection was conducted. Although it was reported that it was out of box failure signs of clinical use and slight evidence of blood was observed on the base of the jaws, the heater wire as well as on the harvesting device handle. The heater wire was observed to be flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the extent of the damage of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed.